Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. The programmer could not be turned on. The inverter printed circuit board (pcb) was replaced which resolved the issue. Moreover, a lead in the electrocardiogram had no output and parts of the rear housing was cracked. The programmer was repaired and no further anomaly was noted thereafter. Laboratory analysis was able to confirm the allegation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer was not working as expected and a burning smell was noted during a routine follow up. This programmer will be returned for analysis. No adverse patient effects were reported.